Event description:
This no-option pt underwent a procedure with a clinical investigative device as part of an "ide" clinical study. After procedure pt experienced severe intractable angina, hypotension, bradycardia and respiratory arrest. Condition progressed to v-fib and asystole depsite resuscitation efforts five days post procedure.